Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, although not verified, this device was explanted and replaced due to a fluid loss. No other adverse patient effects were reported.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2020 and removed/replaced on (B)(6) 2021 due to fluid loss. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the longer exhaust tube of the pump indicated that it had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.